Manufacturer narrative:
This is a report of a use error where the connection to the supply bag was not secured tightly. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a supply bag disconnected, resulting in a leak. This event occurred during dwell five of five while the patient was connected. The care giver reconnected the bag. The technical service representative (tsr) assisted the care giver to end therapy and remove the cassette. During troubleshooting, the patient stated that the cause of the leak was due to them not securing the connection tightly. The patient stated that the hose from the cassette fell off. The patient stated that the leak was mostly coming out of the bag, but partially out of the cassette tubing as well. The patient declined to answer any further questions regarding the leak as they claimed it was a user error and not a product problem. There was no patient injury or medical intervention associated with this event. No additional information is available.